Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one week after cardioversion, the left ventricular lead threshold was high and there was loss of capture. Programming changes were made and the lead remain in use. No patient complications have been reported as a result of this event.